Manufacturer narrative:
(B)(4).

Event description:
Per the clinic on (B)(6) 2019, the patient experienced a loss of osseointegration resulting in dislodged his baha implant. The clinic requested an new implant for a planned surgery on (B)(6) 2019.